Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in france. The livanova fse substituted the clamp. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the electroinc clamp returned an error meaning the motor is jammed (e106) during installation. There was no patient involvement.

Manufacturer narrative:
The involved erc was manufactured in 2003 and according to the review of the complaints database no further events related to this unit have been reported. According to the error code list, the error code e106 indicates: defective erc motor (the motor is jammed because of misalignment or foreign bodies). Based on all the above facts and on the investigation performed for similar cases, a defective erc motor was identified as the most likely root cause of the event. Considering the manufacturing date of the unit, it cannot be ruled out that fluid ingress into the clamp could have contributed to the motor malfunctioning. Fluid ingress issue has been addressed by CAPA 2013-11. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.